Manufacturer narrative:
As reported, the white tamper tube of a 6f-7f mynxgrip vascular closure device (vcd) was not there after the user shuttled down. The user removed everything and held manual pressure for thirty minutes or less. It is noted that it is possible the user did not shuttle down all the way. There was no reported patient injury. The user was trained on the use of the mynx device. The intended procedure was an interventional peripheral. The vessel type was femoral arterial and was 6mm in size. The stick location was at the medium level. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. A non-cordis 6f sheath was used in conjunction with the mynx device. Although asked, it is unknown if there was significant resistance when shuttling down and if there was unusual force applied when retracting the sheath. The stopcock was not opened in sheath prior to shuttle down. There was no excessive force applied when shuttling down and there were no kinks in the sheath or the device after removal. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was fully retracted, a portion of the sealant and the advancer tube were observed to have remained in the manufactured position as received. The sealant was exposed to blood. The condition of the returned device does match the complaint description. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1821501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the information available for review and the product investigation, it may have been caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. Additionally, it was reported that ¿it is possible the user did not shuttle down all the way.¿ according to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamper tube of a 6f-7f mynxgrip vascular closure device (vcd) was not there after the user shuttled down. The user removed everything and held manual pressure for thirty minutes or less. It is noted that it is possible the user did not shuttle down all the way. There was no reported patient injury. The user was rained on the use of the mynx device. The intended procedure was an interventional peripheral. The vessel type was femoral arterial and was 6mm in size. The stick location was at the medium level. An unknown 6f sheath was used in conjunction with the mynx device. Although asked, it is unknown if there was significant resistance when shuttling down and if there was unusual force applied when retracting the sheath. The stopcock was not opened in sheath prior to shuttle down. There was no excessive force applied when shuttling down and there were no kinks in the sheath or the device after removal. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.